Manufacturer narrative:
The insulin pump was received with a cracked and bleeding lcd glass. The displacement test was unable to be performed due to the cracked and bleeding lcd glass. The device was received with cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corner. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump display screen is cracked and they can't read the display. Customer's mother advised customer fell asleep and the device got stuck between a hard place and cracked the screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.